Event description:
After implantation, the stent protruded about 1 cm transpapillary into the duodenum. During extraction, the stent tore into pieces in this exact area. Both coating and nitinol are affected. The stent could be removed completely.

Manufacturer narrative:
It was reported that during extraction of the stent placed in the papilla, the stent was fractured and was completely removed. In the attached photo, it was confirmed that the end of the stent was fractured and foreign substances were observed on the entirety of the stent. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Biliary structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was fractured into pieces, and it is hard to reconstruct the situation at the time of procedure. However, based on the description "during extraction, the stent tore into pieces in this exact area" and the fractured stent in the attached photo, it is considered stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, excessive tensile force applied to the stent during removal, and other factors complexly. And then, it is considered the stent was completely removed. In the user manual by taewoong, it is stated that "fully covered stent may be removed within 6 months. Stent removal shall be performed by doctor according to the etiology of the benign stricture and the patient's conditions." And "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.